Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) level was elevated (>200) 24 hours after changing the infusion site. Customer treated elevated bgs by drinking water. Reportedly, the customer does not fill the infusion set cannula correctly; however, this was not confirmed.